Event description:
It was reported that the user disconnected from the ilet insulin pump for about 90 minutes to play a game, after which a fingerstick measured 181 mg/dl and the system was in bg run mode due to a dexcom g7 disconnection; dosing was resumed by entering the fingerstick, and a later reading after dinner was 251 mg/dl, consistent with hyperglycemia following missed delivery and a meal. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included user education and troubleshooting regarding reconnection after activity and resumption of insulin delivery. Investigation of this case revealed that insulin delivery was temporarily interrupted due to intentional disconnection, with subsequent successful reconnection and continued dosing. It was concluded that the event was due to user-managed disconnection rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.